Event description:
The patient was referred for generator replacement as the device could not be interrogated due to low battery. After the generator was replaced, high impedance was seen. It was noted that troubleshooting was performed, including re-inserting the lead pin into the generator. The surgeon did not observe any anomalies with the lead no further relevant information has been received to date. No known relevant surgical intervention with the suspect product has occurred to date.